Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was finished as the issue was intermittent. The philips field service engineer (fse) inspected the system onsite and found that the c-arm was unable to perform geometry movements. Upon troubleshooting, the fse found the collimator lamp was also off. The fse checked the power supply of the geometry and there was no output. To resolve the issue, the fse replaced the power supply. The defective power supply was returned to philips for failure analysis and during the analysis it was found that inside the power supply and the cardboard box in which the power supply was located, many dried-out parts of foam and heat spots were visible above the coil. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury; as such, the complaint was reported. Since that time, new information has been received, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it on the same system as planned (as the issue was intermittent). The procedure was finalized without a delay on the same system and is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.